Manufacturer narrative:
Complaint is inconclusive. The device was not returned for evaluation to date and no photographic evidence was provided. If the device is returned, an evaluation will be performed, and the complaint file will be updated. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 7 complaints regarding (B)(4) for this device family and failure mode. During the same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, (B)(4). Per the instructions for use, the user is advised the following; devices should be inspected before each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Complaint is confirmed received one 60-7510-005 in opened original packaging. Lot number was verified. Performed a functional inspection of the device, the device did not function erratically. Performed a visual inspection of the inside of the device, the grey wire had damage to the insulator which exposed the wire. Also, there was lag on the back of the circuit board that was in contact with the coag circuit. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device, 60-7510-005, goldvac smoke pencil, is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the 60-7510-005, goldvac pb smoke pencil, autoactivated during a cardiac surgery with sternotomy. The pencil was hand control activated, no foot control was in use. The defect was noticed at the beginning of surgery and the pencil was immediately replaced. The pencil was in the surgeon's hand but not in use at the time and there is no reported patient injury, but there was a 5-minute delay. This report is being raised based on a device malfunction with potential for injury upon reoccurrence.